Event description:
It was reported through a research article identifying a biocor stented tissue valve that may be related to a valve in valve procedure. Specific patient information is documented as unknown. Details are listed in the attached article, titled [valve-in-valve implantation using the acurate neo in degenerated aortic bioprostheses]. It was reported from the study that 85 patients from 14 centers in europe and canada were implanted with a variety of make and model of tissue heart valves. One of the patients was originally implanted with a 25mm biocor valve. Stenosis, regurgitation, and/or high gradient were observed. A valve in valve procedure was performed with an acurate neo size s. Post procedure, the patient had severe transvalvular regurgitation through leaflet tear on the acurate neo valve. The patient was reoperated with perimount magna ease 23mm. No further complications were reported.

Manufacturer narrative:
As reported in a research article, stenosis, regurgitation and/or high gradient was observed on an implanted biocor valve and a valve-in-valve was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying trifecta that may be related to a valve in valve procedure. Specific patient information is documented as unknown. Details are listed in the attached article, titled [valve-in-valve implantation using the acurate neo in degenerated aortic bioprostheses]. It was reported from the study that 85 patients from 14 centers in europe and canada were implanted with a variety of make and model of tissue heart valves. One of the patients was originally implanted with a 25mm biocor valve. Stenosis, regurgitation, and/or high gradient were observed. A valve in valve procedure was performed with an acurate neo size s. Post procedure, the patient had severe transvalvular regurgitation through leaflet tear on the acurate neo valve. The patient was reoperated with perimount magna ease 23mm. No further complications were reported.